Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure resistance felt while inserting the coil (subject device) into the microcatheter and it got detached inside the microcatheter. The physician replaced it with a new device, and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Automated controls within the mes system ensure that all product is manufactured in accordance to the dmr (device master record). The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information was provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported.

Event description:
It was reported that during the procedure resistance felt while inserting the coil (subject device) into the microcatheter and it got detached inside the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.